Manufacturer narrative:
(B)(4). A2- age range 70-74. D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: medical product: unknown persona femoral, unknown persona tibial tray, unknown canary stem. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right total knee arthroplasty on an unknown date and subsequently presented to the ER with acute postprocedural pain. Attempts have been made and no further information has been provided.